Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a temperature alarm occurred and the user was unable to clear the alarm. Reportedly, the user is in (B)(6) and stated that they were outside with the pump in the pocket all day, potentially reaching high temperatures. The user's blood glucose level was 80 mg/dl. It was confirmed that the user had an alternate method of insulin delivery.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed as a different issue was found.